Event description:
It was reported that this left ventricular (lv) lead was dislodged causing unavoidable muscle stimulation to the patient. The patient also reported experiencing pain and discomfort. The lead was repositioned to a new branch and achieved successful numbers. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.